Manufacturer narrative:
The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was monitored and tested with no off no power anomaly, no low battery alert, and no weak or bad battery noted however, the insulin pump was received with, corroded battery tube. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners, cracked display window and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has been having battery issues. The customer stated that for a about a week back, the battery was changed and she noticed it had white corrosion, the device was not cleaned and she could now see the battery compartment is corroded due to the battery leaking. The customer also stated that for the past two days, she had to change the battery every 12 hours. Blood glucose value is unknown. The customer also reported that she has received low battery alerts prior and off no power alarms multiple times. She also received bad battery and weak battery alerts. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.